Event description:
It is reported that the patient was revised due to a broken locking screw.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Review of the device history records for the articular surface locking screw subcomponent did not find any deviations or anomalies. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the articular surface and no other complaints for articular surfaces using this screw subcomponent lot. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The returned x-rays appear to show the articular surface locking screw backing out, but the fracture cannot be confirmed. The surgical technique for the nexgen lcck, indicates that the locking screw must be tightened to the appropriate torque and warns, "undertightening of the screw may allow it to loosen over time. Overtightening may cause the screw to fracture intraoperatively." It appears that the component however, a definitive root cause of the component loosening cannot be determined with the information provided. The complaint may be reopened upon return of product or further information. The information provided on this form was previously submitted under manufacturing report number 2648920-2015-00168.